Manufacturer narrative:
The unexposed portion of the soft cannula was found to have a tear and cause a leakage. Due to the internal tear, leak testing was unable to be performed on the external soft cannula to check for external fluid leaks. Data review revealed no evidence of the system struggling to deliver insulin to the user. No indication of fluid ingress was observed inside the device. No other damages or defects were observed, and the cause of the event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose levels were greater than 250 mg/dl. Investigation of the pod found an internal soft cannula tear; the tear resulted in a leak. Pod was worn between 1 and 4 hours. The device was originally reported for a leaking during wear issue.